Event description:
A patient had bilateral knee revision surgery on (B)(6) 2024. On (B)(6) 2025, the left knee was revised again. The current status of the right knee is unknown, the surgeon noted that both taper locks (femoral and tibial sleeve assemblies) of the left knee were loose. The explanted implants were discarded at the hospital. This is report 2 of 2 for the tibial side of this surgery. The original sleeve tibial tray was loose at the taper and thus explanted and discarded. The surgeon opted to leave the original tibial sleeve and stem in-situ as they were well-fixed. A new sleeve tibial tray was impacted into the original tibial sleeve taper that was still in the tibia from the original surgery. The removed tibial tray was a size 4. It was replaced with a new size 4 tibial tray.